Manufacturer narrative:
The product in question was not returned to kimberly-clark ballard medical products for eval. Also, a lot number was not provided, therefore, the specific batch record could not be identified for review. Based on the info reported to us from the hosp, we have no basis to believe that the product was defective or malfunctioned or was a contributing cause of this reportable event. This product incident has been incorporated in the kimberly-clark ballard medical products' complaint trending system which is used to identify repetitive issues that require corrective action. A review of the product complaint history for this product over the past 5 yrs revealed a very low incidence of complaints and no deaths and no injuries associated with product use.

Event description:
In 2007, five days following open heart surgery, a pt presented with an elevated white blood cell count and a lung sampling procedure utilizing the bal-cath system was ordered. During the procedure, the first 20cc of saline was infused with little return and a second 20cc volume of saline was infused with blood collected in the return. The procedure was suspended at this point in time. The pt expired. The time of death in relation to the bal cath procedure was not provided. F/u with hosp staff provided no add'l details to those noted above. Kimberly-clark has no independent knowledge of the events reported above, but is relaying the info that was provided by the facility where the incident occurred.